Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while activating a pod. Patient saw that the cannula was not properly seated in the infusion site. Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.